Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the lot number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there was no description of the device's malfunction.

Event description:
On may 27, 2021, omsc received the document "[case report] a rare case of delayed perigastric abscess after curative resection of early gastric cancer by uncomplicated endoscopic submucosal dissection: successful treatment with endoscopic ultrasound-guided drainage". The purpose of the literature was to report a very rare case of perigastric abscess after curative resection of early gastric cancer (egc) using endoscopic submucosal dissection (esd) without delayed perforation. The procedure was performed using an it-knife2 (kd-611l; olympus), an endoscope (gif-h260z; olympus), a guide wire (visiglide; olympus), high-frequency hemostatic forceps (non-olympus), a needle (non-olympus), a stent (non-olympus), a balloon dilatation catheter (non-olympus), a 250-cm-long 7-fr endoscopic nasobiliary drainage tube (non-olympus) and so on. A (B)(6) year-old man was referred to our hospital for suspected egc. He had undergone uncomplicated esd with en bloc resection for early esophageal cancer six years earlier and for egc two years earlier (both histologically complete ro resection). The patient had previously been a heavy drinker. He had abstained from alcohol since undergoing esd for early esophageal cancer six years earlier. He had been taking medication for hypertension during the same period. He had undergone uncomplicated esd with en bloc resection of a localized 20-mm ilc lesion in the anterior wall of the gastric angle. The author wrote, ¿during esd, no muscular layer damage or perforation was evident, and there was no bleeding that was difficult to stop. The lesion was safely and completely resected en bloc.¿ twenty-eight days later, he was re-admitted with epigastric pain of one-week duration. Contrast-enhanced computed tomography (CT) revealed a 60-mm mass bordered by viscera; repeat endoscopy confirmed a smooth elevated submucosal tumor at the greater curvature on the oral side of the post-esd ulcer. We diagnosed him with a perigastric abscess as a complication of esd and performed endoscopic ultrasound-guided drainage. Subsequently, the symptoms and blood inflammatory parameters improved, and follow-up CT showed the disappearance of the abscess. The patient was discharged 1 week after abscess drainage (on hospital day 21) with 1 week of oral antibiotics prescribed (amoxicillin 750 mg/d). In discussion, the author wrote, ¿although we could not confirm in detail the cause of the perigastric abscess in this case, we speculate that mucosal and submucosal diathermic injury caused bacterial translocation to the subserosa by endo-electrosurgical cutting and coagulation.¿ based on the available information, a direct relationship between the olympus product and these complications could not be determined. However, the perigastric abscess required re-admission and 3 weeks hospitalization was serious injury, and the olympus knife might be used when perforation occurred. This is the report regarding the perigastric abscess required re-admission and 3 weeks hospitalization.